Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the device photographs following removal from the patient revealed the distal shoulder of a radially balloon ruptured. The balloon spring was stretched out and the yellow tip nose was bent. The balloon and nose tip were separated from the remainder of delivery system. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaint was confirmed based on review of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. As per the implanter's opinion, the rupture of the balloon was caused by calcification or some structure of previously implanted valve (viv procedure). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. It was also reported that open surgery was performed on the access vessel in order to remove the separated device parts. A stent was placed to repair the vessel, however, a block in the stented area of the artery occurred. Procedural factors (excessive manipulation of the devices) likely contributed to the nose tip separation and subsequent open surgery to remove the device. The procedure itself may have contributed to the post tavr patient death from kidney failure, but this could not be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral aortic valve replacement procedure with a non-edwards valve, the non-edwards valve was implanted too aortic. A 23mm sapien 3 valve was implanted to stabilize the first valve. During the implantation of the sapien 3 valve, at the final stage, the balloon ruptured horizontally. Difficulties and resistance were noted during the removal of the damaged balloon through the sheath. When the delivery system was removed, it was noted that the tapered tip and part of the balloon were detached. The detached parts were removed by open surgery. The damaged vessel was stented, but an artery block was noted at the stented area. It was also reported that post tavr, the patient suffered kidney failure and expired as a consequence. Per medical opinion, the rupture of the balloon may have been caused by calcification or some structure of the first implanted non-edwards valve.